Event description:
An alarm issue was reported with the adc device in use with iphone 13 with ios operating system version 17.0.3. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced seizure and a loss of consciousness. An ambulance was called and paramedics tested the customer's blood sugar (result unspecified) and provided unspecified tablets to the customer for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported constant signal loss. Attempted to replicate the customer's complaint using similar configurations of iphone 13 mini (ios 17.0.3, 2.10.2.7677) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13 with ios operating system version 17.0.3 , app version 2.10.2.7677. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced seizure and a loss of consciousness. An ambulance was called and paramedics tested the customer's blood sugar (result unspecified) and provided unspecified tablets to the customer for treatment. There was no report of death or permanent impairment associated with this event.